Manufacturer narrative:
The operator contacted the siemens customer care center (ccc) to report reagent cartridge trash failed errors. The operator sustained a minor cut while clearing the flex waste chute, which was cleaned and bandaged. The operator was wearing proper personal protective equipment (ppe), including gloves. The ccc specialist advised the operator to remove the storage ring cover after which she was able to see and clear the jammed flex. The operator installed the tubing, with the ccc's specialist assistance, and ensured the chute was clear. The ccc homed all motors and moved shuttle number 1 from the load to trash several times. The ccc remotely removed and empty the flex through the system using load to trash diagnostics, reset the instrument to green, and ran a reagent inventory check. The cause of the operator cut her hand while cleaning the flex waste chute is human factor issue. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
The operator of a dimension vista 500 instrument cut her hand on the silver edge the flex waste chute while troubleshooting a reagent cartridge trash failed error. The cut was cleaned and bandaged. No further medical treatment was required. There are no reports of medical intervention or adverse health consequence due to the cut on the operator's hand.